Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnosis procedure. The procedure was delayed for a few minutes and continued as the symptoms self-recovered. However, no patient or user harm was reported. The philips remote service engineer inspected the system remotely and confirmed that the x-ray was not possible intermittently. Analysis of the system log files showed x-ray generator errors and point evr: resonance frequency was too high. The philips field service engineer (fse) inspected the system onsite in another work order where, to separate the output unit (point) in the generator, the front and sides have been replaced. The collimator was temporarily replaced with a new one, and the x-ray tube was adjusted. Later, the issue reoccurred twice: in the first occurrence, fse replaced the side collimator, and in the second occurrence, an x-ray tube was replaced, and adjustments made. After the replacement of the x-ray tube, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray was not possible. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.